Manufacturer narrative:
Device not returned for evaluation.

Event description:
It was reported that due to an aneurysm in left cylinder that led to a fluid leak, the patient had his inflatable penile prosthesis (ipp) removed and replaced. It was noted that the device had stopped working over the last 12 months. The ipp was explanted and a new device consisting of a 21cmx12mm cylinders, pump and reservoir were implanted. It was explained that the patient had his original ipp 15 years ago and the physician explained that this attributed normal wear and tear. The new implants were put in and the desired result was achieved. No further surgery was necessary.